Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspected device lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip would not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, all the stages of deployment were felt; however, the clip would not deploy from the catheter. They attempted to deploy the clip a couple of times but still unsuccessful. The device was then removed, and the procedure was completed with another resolution 360 clip. There were no patient complications have been reported due to this event.